Event description:
Complainant states they are having recurrent issues with the vacuum shutoff valve stuck in the upper or off position when setting up the canister. When that occurs, there is no suction in the canister. Staff must remove the vacuum source and tap the canister cover to enable the valve to drop to the lower or on position. There was no pt involvement in any of the incidents.

Manufacturer narrative:
In rare instances, the float mechanism that prevents fluid from entering the vacuum system when the canister is filled may become stuck in the closed position in shipping or storage. This will prevent vacuum from building in the canister. While a permanent corrective action is being investigated, we are advising customers to check out the canister prior to use, and advising a method to free the float. Notification letter to our customers, a leaflet included with the product, and the results of our investigation are included with this report.